Event description:
Customer reported that pump was malfunctioning, stating it could not resume insulin and required cartridge removal. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and actions taken were not discernible as contact was not successfully established with the customer. Multiple follow up attempts were made to contact the customer and complete intake, but these were unsuccessful.